Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was ovalized approximately 39.0 and 42.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the px slim was ovalized. This type of damage typically occurs due to improper handling during use. If the device is pinched or gripped forcefully during advancement, damage such as ovalization may occur. The ovalization in the px slim likely caused the pc400 coil to get stuck inside the px slim during the procedure. Px slim devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the thoracic endovascular artery using a px slim delivery microcatheter (px slim). During the procedure, although the patient had tortuous vessels, the physician advanced the px slim to the target vessel with no issues and then deployed and detached an initial pc400 coil. While the physician was advancing a new pc400 coil through the px slim, the coil became stuck around the middle. Therefore, the px slim containing the pc400 coil was removed. After examining the px slim, the physician confirmed that there were no visual damages to it. Another attempt was made to advance the pc400 coil through the px slim, outside of the patient's body but was unsuccessful. Therefore, a new px slim was opened and the same pc400 coil successfully advanced through it while outside of the patient's body. The procedure was completed with this new px slim and the same pc400 coil with no issues. It should be noted that the physician flushed the px slim before and after each coil during the procedure. There was no report of an adverse effect to the patient.